Event description:
It was reported the intra-aortic balloon pump (iabp) shut off when unplugged, and no 20 minutes alarm was noted. The field service engineer (fse) was called in and stated that he did not see the problem but with circuit breaker in the off position. The fse could not get the iabp to trip the breaker. The fse ran the pump for two hours, performed functional checks and pass all. There was no report of patient injury or consequence.

Manufacturer narrative:
Qn#(B)(4). No part was returned to teleflex chelmsford for investigation. The reported complaint of the pump shut down shortly while running on battery power is confirmed based on the field service engineer finding during servicing of the pump. The field service engineer (fse) noted the dc circuit breaker was tripped which is a potential result of the short battery runtime. No part was returned to teleflex chelmsford for investigation. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the intra-aortic balloon pump (iabp) shut off when unplugged, and no 20 minutes alarm was noted. The field service engineer (fse) was called in and stated that he did not see the problem but with circuit breaker in the off position. The fse could not get the iabp to trip the breaker. The fse ran the pump for two hours, performed functional checks and pass all. There was no report of patient injury or consequence.